Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right side rupture." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A visual analysis of the returned device identified: opening curved on anterior and crease flat. Leak test and microscopic analysis was performed which identified: sharp opening on anterior (valve bond edge), striated opening on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage, and a sharp opening on anterior assessed as an unidentified (tear) opening.

Event description:
Physician confirmed the right side rupture and additionally reported a "capsular contracture, baker grade iii."

Event description:
Device has been explanted and replaced.